Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for the intra-operative event on (B)(6) 2018. In submitting a revision implant sheet for patient's knee, one insert is indicated as "in & out" with a note from the rep: "insert appeared not to seat". A second implant (same catalog number, different lot) was used.